Event description:
Patient allegedly received an implant on (B)(6) 2012mvia the right common femoral vein. Patient is alleging vena cava perforation, and contacts the l3-4 disc. Patient alleges "worrying if the filter is going to break off, move and do more damage that may cause death. I am always worrying if I would have time to get to the hospital if anything were to happen." Depression, insomnia. Per computed tomography report, "the hook of the cook gunther tulip retrievable ivc filter is at the mid l2 vertebral body. The ivc filter is not tilted. All the struts of the ivc filter perforate the ivc up to 12mm. One (1) anterior strut perforates the ivc wall 12mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 9mm and contacts the l3-4 disc. Two (2) lateral struts perforate the ivc wall 9mm and 11mm and reside within the soft tissues."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: worry, insomnia. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported worry and insomnia are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2023-00162. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in g8 of this initial medwatch report. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. E3 ¿ occupation: non-healthcare professional. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, anxiety, fear, depression, pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, fear, depression, and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a gunther tulip mreye inferior vena cava (ivc) filter on (B)(6)2012. Approximately 8 years, 9 months later a review of the patient's computed tomography (CT) scan revealed the hook of the cook gunther tulip retrievable ivc filter is at the mid l2 vertebral body. The ivc filter is not tilted. All the struts of the ivc filter perforate the ivc up to 12mm. One (1) anterior strut perforates the ivc wall 12mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 9mm and contacts the l3-4 disc. Two (2) lateral struts perforate the ivc wall 9mm and 11mm and reside within the soft tissues. The patient experienced anxiety, fear, depression, and pain. Hospital and medical records have been requested, but not yet provided.